Event description:
In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the patient experienced "drain bag which was leaking was used for the dialysis procedure". On (B)(6) 2010, the patient was diagnosed with peritonitis. On the same day, a peritoneal analysis and culture were performed. On (B)(6) 2010, the patient began remedial therapy with cefotaxime (1gm, daily, ip). Dianeal therapy was ongoing, as well as remedial therapy with cefotaxime. It was unknown if the peritonitis was resolving. No statement of causality was reported for the event of drain bag which was leaking.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.